Event description:
During an atrial fibrillation procedure, air leakage was noted from the hemostatic valve of the swartz sheath following the insertion of the advisor hd grid x catheter. Resistance had been encountered during the initial insertion. Both the swartz sheath and the advisor hd grid x catheter were replaced, and the procedure was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.